Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a fungal infection under her breasts, due to the moisture on her skin. The patient confirmed having itchiness and sweating prior to having the lifevest, however, the lifevest has exacerbated her skin condition. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a cream for the irritation. Follow up indicated that the cream is helping with the skin irritation.